Event description:
Ligamax endoscopic multiple clip applier malfunctioned. On second clip it fired but did not clip the duct. The instrument appeared to be defective, it was bent at the tip. No harm to the patient.no response yet from the manufacturer.